Event description:
Procedure type: laparoscopic appendectomy. According to the reporter: following a laparoscopic appendectomy using a white load, there was a leak. The pt had to be transferred to a metropolitan facility. No further info has been supplied at this time.

Manufacturer narrative:
(B)(4).